Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol composix l/p (device #1) to treat the patient. The patient's attorney alleges additional surgical intervention, however, no details have been provided. No lot number has been provided, therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol composix l/p (device #1). An additional emdr was submitted to represent the bard/davol ventrio patch (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix l/p and two ventrio patches on (B)(6) 2015, (B)(6) 2017 or (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the composix l/p and one ventrio patch. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). The attorney alleges general allegations for emotional distress and personal injuries sustained by the patient. There are three dates of implant and the date of implant could not be determined for the corresponding implants. Hence, the file does not reflect the date of implant.